Event description:
It was reported to boston scientific corporation in late 2008 that a hydratome rx sphincterotome device was unpacked the day before. According to the complainant, prior to a procedure, the distal tip of the device was found to be bent. Another hydratome rx sphincterotome was used to complete the procedure.

Manufacturer narrative:
The device has not been returned. The device evaluation has not been performed; the cause of the reported malfunction is undetermined.